Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2019-03771, 1627487-2019-11154. It was reported that the patient had a system explant on an unknown date. The exact reason for the explant is unknown since no manufacturer reps were present at the time. That is all the available information known at this time.